Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that 24 hours after the implantation of the sensation 40cc balloon catheter blood was found inside the helium tube, therefore it was decided to remove it surgically, with a high risk of bleeding from the access site. Blood was found inside the balloon in the absence of large fissures. According to field service engineer: insertion site was femoral; a getinge sheath was used during insertion. There were no difficulties during insertion of iab catheter. Due to the patient's severe atheromasia and recommendation of hemodynamic colleague, there was no percutaneous removal attempt made. After surgical removal, an alternative iab catheter was not inserted, patient tolerated forced weaning from mechanical circulatory support. No product was returned for inspection.